Event description:
The customer reported that the ventilator front screen has fluid ingress showing and the screen does not respond to input. Liquid spots or visible patches of what looks fluid have made the touch screen inactive.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and duplicated the reported problem. Replaced front panel and tested ventilator. Ventilator operates according to specifications.